Manufacturer narrative:
Upon review of the fal analysis, uplifted stent struts were found, and the determination was changed to a reportable malfunction. Device lot #i01050630 is distributed outside the united states; however it is similar to the united states product. The product was returned for inspection. When an attempt to cross the lesion with this sds was unsuccessful, the physician attempted to remove the product by pulling it back into the guider. At this point, the stent appears to have gotten stuck on the guider tip. During these removal attempts, the stent shaft broke into two pieces. According to the instructions for use, if any unusual resistance is felt at any time during either lesion access or removal of the sds pre-stent implantation, carefully attempt to pull the sds back through the guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When the product was returned for evaluation, the hub was missing from the sds. The stent was still mounted on the balloon but had moved distally. In addition, the distal struts of the stent were compressed and the proximal struts were compressed and uplifted. The device history record review revealed no anomalies during the mfg and sterilization process that can be associated with reported complaint. There are multiple vessel and procedural factors that may have contributed to this event. Please note that this is the initial/final follow-up report for this product.

Event description:
During a percutaneous coronary intervention (pci), the cypher stent could not cross the mid left anterior descending (lad) target lesion. The lesion was reported to be: de novo, not a bifurcation lesion, heavily calcified, tortuous, an 85% stenosis, 24mm in length, and type b2. The lesion was pre-dilated. The physician attempted to pull the stent and stent delivery system (sds) back into the guiding catheter but met resistance at the tip of the guiding catheter. While attempting to remove the system, the shaft of the sds was noted to be bent and broken into two (2) parts and the stent struts were uplifted. The proximal piece of the sds was discarded. The procedure was completed successfully with another cypher stent. There was no reported dissection or distal disease left untreated. There was no reported patient injury.